Event description:
A pcaii pump was programmed in the pca/basal mode with a dose of 3 ml, delay 6 minutes, basal rate 2 ml/hr, and 1-hour limit of 30 ml. The line was clamped off (they had forgotten to open the slide clamp), the pt administered first bolus, and received an occlusion alarm. The occlusion alarm was cleared without unlocking the door. Reportedly, the display indicated that 7 injections had been given in a 2-minute time period, when the actual time period was approx 1 hour. The pt was given narcan to reverse what was thought to be an overinfusion.